Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing and noise occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor (icm) lnq22 experienced sensing issues of oversensing, and electromagnetic interference/noise. The device remains implanted and in service. Electrocardiogram strips were sent to engineers for analysis due to noisy tachy episodes reported by a physician. It was suggested that the issue might be related to device positioning, and in-office troubleshooting was recommended to reproduce the noise for confirmation. The noise was not consistent with electromagnetic interference, and the device was not on the list for amplified noise concerns. No action or intervention was performed, and no adverse outcomes were reported. No patient complications have been reported as a result of this event.